Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis with the helix extended and clogged with dried blood/tissue. The reported event of the helix mechanism issue was confirmed. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension was within specification. The cause of the helix mechanism issue was isolated to the helix being clogged with dried blood/tissue. Visual and x-ray inspections of the lead did not reveal any anomalies.

Event description:
During an implant procedure, the right atrial (ra) lead was observed to be dislodged. The ra lead was attempted to be repositioned, but the helix had an unspecified defect. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.